Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected power loos alarms noted during testing. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had already received the battery cap due to a previous issue and the battery only worked one day on the insulin pump. The problem persisted and the pump turned off at night. Customer's blood glucose was 15 mmol/l. Customer gave a correction from the pump and the customer's blood glucose was now 11.8 mmol/l. Customer agreed to have the pump replaced.